Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently "lighting up" unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was unable to provide additional clarification regarding the issue. Reportedly, the customer continued to use the pump for insulin therapy.